Event description:
Patient's legal counsel reported that patient underwent m2a hip arthroplasty on (B)(6) 2004. Legal counsel for patient reports patient allegations of personal injuries. There has been no reported revision procedure. No further information has been provided to date. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Event description:
Legal counsel for the patient alleges that patient underwent total hip arthroplasty and reports patient allegations of personal injury. A review of invoice history confirms that a total hip arthroplasty procedure occurred on (B)(6) 2004. This report is based on allegations set forth in plaintiff's complaint and the allegations therein are unverified. Additional information received in patient medical records indicates that right total hip arthroplasty took place on (B)(6) 2004 and that a right hip revision procedure was performed on (B)(6) 2008 due to acetabular cup loosening. Additional information received in the patient's revision operative report noted additional reason for the revision was pain. Heterotopic ossification in the abductors, purulent looking cheesy material, thick capsular tissues, cyst in the acetabulum, and possible leg length discrepancy were noted during the revision. The modular head and acetabular cup were removed and replaced and a polyethylene liner was implanted.

Event description:
Legal counsel for the patient alleges that patient underwent total hip arthroplasty and reports patient allegations of personal injury. A review of invoice history confirms that a total hip arthroplasty procedure occurred on (B)(6) 2004. Additional information received in patient medical records indicates that right total hip arthroplasty took place on (B)(6) 2004 and that a right hip revision procedure was performed on (B)(6) 2008 due to acetabular cup loosening. The operative notes confirm that the acetabular cup and modular head were removed and replaced during the revision procedure. This report is based on allegations set forth in plaintiff's complaint and the allegations therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Additional information received in patient medical records indicates that a right hip revision procedure was performed on (B)(6) 2008 due to acetabular cup loosening. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity."

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Manufacturer narrative:
Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure is (or may be) needed. Should additional information be received regarding a revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly.